Manufacturer narrative:
The product has been returned for evaluation and testing; however, the evaluation has not been completed as of to date. Additional info will be submitted within 30 days upon receipt. Please note that this device is distributed outside the united states; however, it is similar to the united states products.

Event description:
A 6x80x120cm smart control system was selected for a percutaneous transluminal angioplasty to a lesion below the knee. A 0.035-inch radifocus/terumo guidewire was inserted across the lesion via a sheath introducer without any difficulty, the smart control was advanced; however, right after insertion, the tip of the stent deployed even though the locking pin was in placed. Consequently, the product was withdrawn from the patient without adverse consequences. The product was prepared and clinically used as per the instructions for use (IFU).